Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated, when the investigation is complete.

Event description:
Allegedly the pt presented with non-union.